Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no issue on returned meter; meter is functioning properly. Most likely underlying root cause of malfunction: user's test strip had a poor storage.

Event description:
Customer's neighbor complains of "lo" results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 100-150mg/dl fasting. Verified test strips expiration date is 05/31/2018. Customer's test strips are being stored in the bathroom and opened vial date (B)(6) 2016. Reviewed meter memory: (B)(6). Memory concerns: all. Neighbor is calling for customer about a trueresult. Customer had a meter replaced by (B)(4) for lo .caller stated that the new meter is reading lo. Caller feels fine no symptoms and has tested on her husband's meter and getting a result.